Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer stated she experienced high blood glucose levels the night prior to the hospitalization. The infusion set was changed several times and the customer stated she also tried different vials of insulin. Troubleshooting was performed and the insulin pump passed the required tests. Troubleshooting also revealed low reservoir and no delivery alarms in the history.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.